Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in duodenectomy during a laparoscopic assisted distal gastrectomy, the cartridge was articulate to approach. After the duodenum was clamped, the articulate position of the cartridge was returned to the straight position to approach it again. Although the cartridge was tried to be returned to the straight position, the tip of the cartridge was still on articulate position. The doctor thought that the cartridge was defective, so they did not continue to fire. They used another handle and the surgery was continued. There was no patient injury.